Manufacturer narrative:
The reagent lot number and expiration date were not provided. The field service engineer inspected the analyzer and determined that a leaking tubing had caused the event. He then replaced this tubing. The customer verified the analyzer's performance with successful qcs. The customer did not report any other issues after service. The investigation determined that the service actions resolved the issue.

Event description:
The initial reporter received questionable elecsys estradiol iii results from four patient samples tested on the cobas e411 rack. One example of discrepant results was provided: the initial result was 313.7 pg/ml the repeat result was 137.8 pg/ml. The qc was out, prompting the patient samples to be rerun. The patient sample was sent to a nearby facility, and the analyzer's results were all deemed incorrect.